Manufacturer narrative:
No details are available about the severity of the alleged injury, any treatment required, or the patient outcome. This case is being reported because of its similarity to two other cases which may have involved serious injuries.

Event description:
Patient reportedly suffered nerve damage and pain following surgery.